Manufacturer narrative:
Block b3: exact date unknown, event occurred two years ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due pocket discomfort after losing weight. The explanted ipg was discarded per hospital policy and patient was doing well postoperatively. No further information has been obtained despite good faith efforts.